Manufacturer narrative:
(B)(4). Batch: r5c19v. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g cartridge reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the first firing the stapler with a black cartridge the stapler was reloaded with a green cartridge. It was noticed that the jaws were no longer approximated. A new device was used to complete the procedure. The procedure was delayed by four minutes. There were no adverse consequences for the patient.